Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received an inappropriate shock for supra ventricular tachycardia (svt)/sinus tachycardia (st).  The implantable cardioverter defibrillator (ICD) initially withheld therapy for svt/st; however, the episode was detected adventricular tachycardia (vt) and a shock was delivered.  It was additionally noted that the ICD device clock was approximately five hours ahead.  The ICD remains in use.  No further patient complications have been reported as a result of this event.